Manufacturer narrative:
The alarm trace history showed sample short and abnormal aspiration alarms were present. Calibration was successful prior to the event. A field service engineer (fse) determined that there was an issue with the vacuum and probes. He replaced the vacuum diaphragms, reagent probes, the syringe seals, and the rinse head squeegee. The reagent probes were also adjusted after replacement. The fse performed mechanical checks, air purges and primes, as well as a 21-cup precision test for verification of the instrument. The investigation determined that the service action resolved the issue. No new events have been reported.

Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 84976201, and the expiration date is 31-mar-2026. The customer stated that qc was passing before the event. A field service engineer (fse) replaced and adjusted the sample probe, external probe rinse, and the rinse mechanism volumes. For verification, a 21-point precision was completed on glucose and was within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit for two patients. Patient 1's initial result was 164 mg/dl, with an initial glucometer result of 119 mg/dl. The customer noticed the difference in results and reran the samples on another analyzer and received a result of 120 mg/dl. The sample was then repeated on the initial analyzer again, with a result of 118 mg/dl. Patient 2's initial result was 123 mg/dl, with an initial glucometer result of 88 mg/dl. The result on another analyzer was 93 mg/dl. The sample repeated on the initial analyzer gave a repeat result of 91 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results from the other analyzer were deemed to be correct.